Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure. According to the complainant, during the procedure, the distal part of the catheter was found torn when the physician attempted to obtain a second sample. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The device was checked when it was received at bsc's facility in (B)(4) and the guidewire lumen was found torn. It was possible that the radiopaque (ro) marker was detached and the physician was informed on (B)(6) 2015. According to the physician, it was not noted that the ro marker fell inside the patient during the procedure. They checked and the ro marker was confirmed in both images taken on the day of the procedure and on (B)(6) 2015. The physician assessed that the ro marker will be passed naturally. As of (B)(6) 2015, there were no reported problems with the patient's condition.

Manufacturer narrative:
Reported event of radiopaque marker detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned rx cytology brush revealed that the catheter guidewire lumen was torn through from the distal u-channel marker to the catheter distal dip. The r/o marker was missing. Brush was present, properly formed, and without issue. Functional evaluation found brush would extend and retract without difficulty. Most likely the customer did not follow the guidance of the device removal section of the directions for use (dfu). Withdrawing the device through the rx u-channel should stop once the distal u-channel marker is visible. By not following the dfu, the customer ripped the guidewire through the guidewire lumen, most likely tearing the ro marker from the catheter in the process. It is possible that the ro marker remained on the guidewire after the complaint device was torn and the marker was pushed back into the patient by the device used to complete the procedure. Therefore, the most probably root cause for this event is determined to be user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure. According to the complainant, during the procedure, the distal part of the catheter was found torn when the physician attempted to obtain a second sample. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The device was checked when it was received at bsc's facility in (B)(6) and the guidewire lumen was found torn. It was possible that the radiopaque (ro) marker was detached and the physician was informed on (B)(6) 2015. According to the physician, it was not noted that the ro marker fell inside the patient during the procedure. They checked and the ro marker was confirmed in both images taken on the day of the procedure and on (B)(6) 2015. The physician assessed that the ro marker will be passed naturally. As of (B)(6) 2015, there were no reported problems with the patient's condition.